Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during the use of the bd pegasus¿ safety closed IV catheter system, a nurse found the q-syte leak, then checked the q-syte and found tear on the body of q-syte there was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: received one 24ga pegasus assembly with a q-syte unit connected to one of the port on the y adapter. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of septum damaged / defective with lot # 7349233 regarding item # 385100. DHR review was performed on the sub-assembly lot number 7300671: a total of (B)(4) units were manufactured on qfa line 2 starting on 31oct17 through 1nov17. All challenge, set-up and in process inspections were performed per quality control plan and all passed per specifications. No quality notification were initiated. Visual/microscopic evaluation: the septum top disk had tears at the slit edges and at its middle. No damage was found on the column wall. No further damage was observed on of the remainder areas of the q-syte unit. Water-leak test: no leakage was observed on the actuated or the un-actuated positions. A definite source that contributed to the tears (top slit) could not be established. The damage is normally attributed to incorrect usage or excessive actuations. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. No manufacturing root cause was identified. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that during the use of the bd pegasus¿ safety closed IV catheter system, a nurse found the q-syte leak, then checked the q-syte and found tear on the body of q-syte there was no report of exposure, injury, or medical intervention noted.